Event description:
The physician suspected withdrawal. The patient experienced hypertonia, pruritus, and increased pain. A dose adjustment was done on (B)(6) 2010. The catheter was surgically revised on (B)(6) 2011 where it was determined that the catheter was disconnected. The patient recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).